Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during implanting tibial component that the tibial impactor broke into four pieces. Every piece (all four) accounted for and disposed of.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Corrected: b3.